Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient did not charge and maintain the ipg as recommended due to a dislike for paresthesia therapy. The ipg became inoperable. As a result, surgery occurred to explant and replace the ipg, which resolved the issue.

Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.